Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that there was an incomplete mesh. The event took place during meshing of previously recovered cadaver skin. Hence there was no harm or delay, and no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record for part # 00770100000 serial # (B)(6) identified repairs unrelated to the reported event. The device passed the test mesh. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.